Manufacturer narrative:
H.6. Investigation summary : the customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that an unspecified bd vacutainer® had labels peeling off. The following information was provided by the initial reporter: "we are currently experiencing problems with peeling off patient labels that are stuck on vacutainer tubes as they pass through the centrifuge. The problem has been encountered with different labels."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd vacutainer® had labels peeling off. The following information was provided by the initial reporter: "we are currently experiencing problems with peeling off patient labels that are stuck on vacutainer tubes as they pass through the centrifuge. The problem has been encountered with different labels."